Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1) and bard/davol perfix light plug (device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005, (B)(6) 2016, or (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1) an unspecified bard/davol composix e/x (device #2) or an unspecified bard/davol perfix light plug (device #3). Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1), composix e/x (device #2) and perfix light plug (device #3). The patient's attorney alleges patient experienced emotional distress.